Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted, therefore an analysis will not be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was reported and shifted to atrial fibrillation (afib) four days post valve implant. Temporary pacing was performed for prolonged pr intervals. Seven days post valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.